Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a blood glucose of 900 mg/dl and diabetic ketoacidosis. The customer had abdominal pain and difficulty breathing. The customer was in the ICU and treated via insulin pump bolus. Troubleshooting was initiated. The drive support cap appeared normal. The customer's time and date were incorrect and the customer was assisted with correcting those settings. The basal and bolus wizard settings were programmed accurately. A high pressure test could not occur due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a tubing clamp was shipped to the customer.